Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the coaguchek xs system (lot number 20203611, expiration date 05/31/2012). (B)(4).

Event description:
Caller reports that during a (B)(6) study the following coaguchek xs/s results were obtained: 2.3 inr/1.8 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.